Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. The field service engineer confirmed the problem and replaced the expiratory channel printed circuit board (pcb). After replacement, the ventilator passed pre-use check and functional checks and was returned to the customer. The defective expiratory channel pcb was returned for investigation. The reported problem was immediately confirmed when the returned expiratory channel pcb was tested in the reference ventilator. A visual inspection of the pcb showed liquid traces/corrosion around components related to the safety valve function. After the pcb was brushed/cleaned, pre-use check passed and the ventilator worked as expected again. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to ventilator malfunction. The conclusion is that the reported failure was caused by deposits/corrosion on the expiratory channel pcb, likely caused by liquid spill. There is no information on how the liquid entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref. #: (B)(4)